Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Isi received the unit for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported bipolar energy connection had a question mark and was not working. The tse was unable to review the system logs as the logs were not available at the time of the call. Prior to contacting the tse, the customer tried two different instrument cords and another bipolar instrument cord. The tse asked the customer to power cycle the generator if possible and try a third and fourth bipolar instrument cord. The procedure was completing as planned with no reported injury.